Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that there were 'torsional deformations' with the fifty-seven tips of the driver blades when they were checked in the distribution center and one tip of the driver blade was broken.